Manufacturer narrative:
H6: investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. A bd field service engineer (fse) was dispatched and obtained the log file plot and database and confirmed the error, but the root cause was undetermined. This is an isolated incident and could not be reproduced; the device is functioning as it should and no errors were found. If any further information is provided in the future, this case will be re-opened and re- investigated. This is an unconfirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. Due to lack of information provided, the root cause was unable to be determined. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) is not required for unconfirmed complaints. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained. Results were not reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: false positive. A sub-culture and/or gram stain might be performed. And no erroneous result was reported to the doctor. Fe collected log file and confirmed the error, but cause was undetermined. The instrument work normally without any adjustment nor replacement. The same issue has not been reported from the customer since first reported event.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained. Results were not reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: false positive. A sub-culture and/or gram stain might be performed. And no erroneous result was reported to the doctor. Fe collected log file and confirmed the error, but cause was undetermined. The instrument work normally without any adjustment nor replacement. The same issue has not been reported from the customer since first reported event.